Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaints on lot number 9959925. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, it has been more common for the balloon to burst when it is filled with 30cc of water for priming injections before inducing childbirth.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaint on lot number 9959925. The product reference aa71184002 lot number 9959925 was manufactured with an intermediate product. This product was made by our subcontractor which was informed about this issue. The issue of balloon burst is known and could come from various causes but in this case it was probably due to a misuse. In the event description it was mentioned that the balloon was inflated at 30ml. This reference must inflate at 15 ml. Over-inflation can lead to balloon bursting.